Event description:
It was reported the right ventricular (rv) lead exhibited undersensing during ventricular arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).